Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the primary IV set alarmed with occlusion upon starting an infusion. The nurse was unable to clear the alarm, removed the IV set, and noticed that the silicone segment had ballooned. The customer reported no patient harm.

Manufacturer narrative:
Concomitant products: hospira IV bag, of (B)(4) nacl, lot 46-149-jt, exp 10/01/16; hospira IV bag of ceftriaxone, lot 470288m, exp 11/01/17, therapy date unk. The customer¿s report of ballooning in the silicone segment was not confirmed. Visual and tactile inspection of the set did not reveal the presence of a ballooning on the silicone segment, nor did there appear to be any weakened areas on the segment. Functional testing was performed and leaking was noted in the IV tubing. Microscopic inspection of the leak site revealed 2 v-shaped tears located very close to each other, approximately 8.5 inches from the location of the patient-end smartsite valve. Because of the tubing leak, it was not possible to continue functional testing for the ballooning event. The root cause of the reported event could not be identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.